Manufacturer narrative:
Continuation of d10: product ID a820 , product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external device. It was reported that the handset was taking long time to connect to the pump and lagging for about 2 weeks and getting worse. Patient stated the application crashed 4-5 times a day and it takes 5mins to connect and stuck at certain percentage. The patient stated that their current new handset worked so much better than the old one. Patient mentioned they might need an magnetic resonance imaging (MRI) and wanted to know what to do with the pump after the MRI. Agent confirmed patient get 6 bolus a day. Patient service reviewed meaning of the message and recommend patient close out of all running applications after using the controller. Agent assisted patient with clearing the data. The issue was resolved through troubleshooting.